Manufacturer narrative:
(B)(4). Visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic inspection revealed a pinhole on the balloon. Upon functional testing, the balloon was able to inflate without problem; however, the balloon did not hold pressure due to the pinhole in the proximal section. Dimensional examination of the outer diameter (od) of the ro markers was performed and was measured in two sections; distal and proximal. The two sections were within specification. This problem could occur due to interaction of the device and scope while the catheter's advancement in higher elevator angles, and the device's design could be the contributor factor that could have influence in the damage found in the balloon. Therefore, the most probable root cause is cause traced to device design because the problems are traced to the design specifications. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon was attemptep to be inflated; however, it was noticed that the balloon was leaking. The procedure was completed with another hurricane rx dilatation balloon device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event.